Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that the battery compartment had moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings: a review of the black box showed evidence of a short battery life issue leading to a call service 128 alarm. The returned battery cap was undamaged and was able to fit. Moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find no further moisture ingress to the power printed circuit board. The short battery life issue was unable to be duplicated.